Event description:
Tf5507 with sw 2.80/2.81 (leaking/defective mixer valves)

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it cannot been confirmed that the device failed to meet its specifications while the ventilator was used for treatment of the patient. It is indicated that the patient was ventilated with a non-hamilton-medical device and died during transportation. Exact conditions of the transport and death are not provided. A correlation between death of the patient and the hamilton-s1 device cannot be conducted. Due to a tf observed after the use of the device, some components were replaced. This malfunction had no impact on the patient while the hamilton-s1 was used. The root cause for the observed tf from the hamilton medical device was two defective mixer valves. The correction made was replacement of the mixer valves and one-way check valves. The root cause for the death of the patient is unknown as the patient was connected to a different device.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to(B)(6)2022 at the ems and bonaduz sites.  Detailed complaint and failure description: "clinic reports via m.schmelzer that the device has stopped ventilation when resuscitating the patient. There are currently a wide variety of statements, the nurses on duty will not be back for night duty until this evening. Questionnaire handed over to medical technology/care. Patient has died. "The following tf were found in the log files: several times tf5507 (february 16 at 2:26 a.m. - 2:41 a.m.); tf4007 (but on february 10th at 1:30 p.m.) Events, technicalstatus and blaxbox data have been backed up. Mixer valve switching times of max. 175ms; as well as detection of the high-pressure o2 sporadically not given. Mixer and check valves are ordered." The issue has and may lead to insufficient ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death if it were to recur. The hospital confirmed (see attachment) that no hamilton device was involved in the death. Thus this event will be reported as a malfunction.

Event description:
Tf5507 with sw 2.80/2.81 (leaking/defective mixer valves)